Manufacturer narrative:
This report is submitted on june 13, 2023.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia to reposition the device on (B)(6) 2023, due to improper placement of the device. The implanted device remains.